Event description:
It was reported that during an acdf at c5-7, the surgeon placed the right c7 screw and it was then noticed that a piece of metal shaving came off the screw. There was no reported malfunction of the screw and was left in the patient to complete the surgery. There were no patient complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.